Event description:
A malfunction was reported with the customer's pump, as the screen was dark and wouldn't turn on. Technical support instructed the customer to connect the pump to a power source with known functional charging supplies, which successfully activated the pump display. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.